Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, ""analysis of retrieved ultra¿high-molecular-weight polyethylene tibial components from rotating-platform total knee arthroplasty"" written by ryan m. Garcia, md, matthew j. Kraay, md, patrick j. Messerschmitt, md, victor m. Goldberg, md, and clare m. Rimnac, phd published by the journal of arthroplasty vol. 24 no. 1 2009 was reviewed. The article's purpose was to evaluate the extent of poly damage to both the superior and inferior articulating surfaces of mobile-bearing tkas retrieved at time of revision total knee arthroplasty for 40 explanted failed tkas. Each case is captured individually in linked complaints. This complaint captures case no 31 without age or gender specified but received a pfc tka prosthesis and was revised 143.3 months post initial implantation for patellofemoral pain. The tibial insert was explanted was noted to have wear with debris including pitting. The article reports all components were explanted but the main focus was inspection of the tibial poly insert.